Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime, system sensor, no delivery and displacement test. Pump received with scratched lcd window, crack case on bottom right corner near display window, crack reservoir tube window, crack reservoir tube lip and crack battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 450 mg/dl and low blood glucose of under 43 mg/dl. Customer's blood glucose at the time of the call was 161 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the customer's doctor recently changed the pump settings. The pump alarmed no delivery after the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.